Event description:
It was reported by a customer in the USA that, the 4lpc tracheostomy tube cuff was observed to have pinholes. The cuff was not pre-tested, and it is unknown what lubricant was used to insert the device. Additionally, the lot number was not available. There was no reported patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product will not be return for investigation, as it was discarded. (B)(4).